Event description:
It was reported that the right ventricular (rv) lead had fractured. While removing the rv lead, the atrial lead dislodged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.